Event description:
It was reported that the pt received a zimmer mmc cup 56mm/48mm code n on (B)(6) 2010 on the left hip. Pt is currently being monitored due to pain caused by loosening of the cup. It is noted in the physical exam that "the pt experienced pain after any walking".

Manufacturer narrative:
The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Although the lot numbers were received and the device history records were reviewed, it was found to be conforming. There is no indication that there is a product failure. An updated report will be submitted once we received more info. (B)(4).